Event description:
Option study: it was reported that an ischemic cerebral vascular accident occurred. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Post implant the patient continued on dabigatran. The patent was discharged. On (B)(6) 2022, 578 days post index procedure, the patient was diagnosed with a stroke. The patient was not on warfarin or any antiplatelet agents at the time of stroke. The same day, the patient was hospitalized for further evaluation and treatment for the event. Computed tomography (CT) with contrast brain imaging was performed. The suspected cause of the stroke was ischemia in the supply area of the right middle cerebral artery in acute occlusion of the internal carotid artery and right carotid t-branch occlusion. An intervention was performed to treat the event. On (B)(6) 2022, the event was resolved and on the same day the patient was discharged to home.

Event description:
Option study. It was reported that an ischemic cerebral vascular accident occurred. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Post implant the patient continued on dabigatran. The patent was discharged. On 14jun2022, 578 days post index procedure, the patient was diagnosed with a stroke. The patient was not on warfarin or any antiplatelet agents at the time of stroke. The same day, the patient was hospitalized for further evaluation and treatment for the event. Computed tomography (CT) with contrast brain imaging was performed. The suspected cause of the stroke was ischemia in the supply area of the right middle cerebral artery in acute occlusion of the internal carotid artery and right carotid t-branch occlusion. An intervention was performed to treat the event. On 19jun2022, the event was resolved and on the same day the patient was discharged to home. It was further reported that the patient presented emergently with the complaint of facial paresis on the left, left sided weakness, severe hemiparesis pronounced in the left arm, dysarthria and multimodal neglect to the left. CT angiography revealed occlusion of the right middle cerebral artery in the m1 segment, the right carotid t-fork and an acute right ica occlusion. External systemic lysis therapy was administered with 90 mg rt-pa. Neurological examination revealed fully oriented, no meningism, no evidence of aphasia. Apraxia and multimodal neglect to the left was noted. On 15jun2022, CT scan revealed increasing infarct demarcation in the right caudate nucleus and partially in the lentiform nucleus. Partially hyperdense shift of individual sulci of the right cerebral convexity, accentuated frontally, less so also in pre-central and insular regions, in terms of subarachnoid bone marrow and blood components. No space-occupying intracranial hemorrhage. A local thrombectomy of the internal carotid artery and middle cerebral artery with emergency stenting of the left ica was performed to treat the event. Post intervention, the patient was noted with mild facial paresis on the left and hemi hypesthesia on the left. During this time, the patient was recommended for aspirin and clopidogrel. Later, double antiplatelet therapy (asa + clopidogrel) was de-escalated to monotherapy with aspirin. On 16jun2022, speech therapy was performed. On the same day, follow up cct revealed consistent presentation of the right subarachnoid blood portions accentuated in the right frontal region, mildly pre-central and sylvic. No relevant secondary bleeding. On 16jun2022, duplex ultrasound of the vessels supplying the brain revealed mild macroangiopathy of the carotid arteries without hemodynamically relevant stenoses on both sides, stent of the right ica with normal flow. Vertebral and subclavian arteries on both sides with normal flows. Flow velocity of the mca increased trans cranially on the right. In addition, normal imaging of the left mca and bilateral pca and left aca. Unremarkable findings in the vertebrobasilar ultrasound. The cause of the sudden hemiparesis on the left was ischemia in the region of the right middle cerebral artery. The etiology is an arterio-arterial embolic event due to macroangiopathy with severe, now symptomatic ica stenosis on the right. On 17jun2022, repeat cct revealed increasing demarcation of an infarct in the striatum on the right due to the status post mechanical recanalization of an m1 occlusion, as well as minor regression and redistribution of the sah portions in the frontal and high cortical regions on the right. No secondary bleeding. On the same day, physiotherapy was performed. On 11oct2022, the patient visited the hospital for follow up. On the same day, neurological examination revealed alert, oriented on all sides, no meningism. Slight facial paresis on the left. On 11oct2022, neuro ultrasound revealed extracranial bilateral moderate to pronounced echo-rich plaque formation with a stent area with normal flow in the right ica without evidence of in-stent re-stenosis. On the left, no evidence of hemodynamically relevant stenoses. Transnuchal with generally lower flows, normal v4 segments and at up to 78 mm depth, unremarkable detection of basilar artery. Unremarkable mca, aca and pca on both sides trans temporally.

Event description:
Option study. It was reported that an ischemic cerebral vascular accident occurred. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Post implant the patient continued on dabigatran. The patent was discharged. On 14jun2022, 578 days post index procedure, the patient was diagnosed with a stroke. The patient was not on warfarin or any antiplatelet agents at the time of stroke. The same day, the patient was hospitalized for further evaluation and treatment for the event. Computed tomography (CT) with contrast brain imaging was performed. The suspected cause of the stroke was ischemia in the supply area of the right middle cerebral artery in acute occlusion of the internal carotid artery and right carotid t-branch occlusion. An intervention was performed to treat the event. On 19jun2022, the event was resolved and on the same day the patient was discharged to home. It was further reported that the patient presented emergently with the complaint of facial paresis on the left, left sided weakness, severe hemiparesis pronounced in the left arm, dysarthria and multimodal neglect to the left. CT angiography revealed occlusion of the right middle cerebral artery in the m1 segment, the right carotid t-fork and an acute right ica occlusion. External systemic lysis therapy was administered with 90 mg rt-pa. Neurological examination revealed fully oriented, no meningism, no evidence of aphasia. Apraxia and multimodal neglect to the left was noted. On 15jun2022, CT scan revealed increasing infarct demarcation in the right caudate nucleus and partially in the lentiform nucleus. Partially hyperdense shift of individual sulci of the right cerebral convexity, accentuated frontally, less so also in pre-central and insular regions, in terms of subarachnoid bone marrow and blood components. No space-occupying intracranial hemorrhage. A local thrombectomy of the internal carotid artery and middle cerebral artery with emergency stenting of the left ica was performed to treat the event. Post intervention, the patient was noted with mild facial paresis on the left and hemi hypesthesia on the left. During this time, the patient was recommended for aspirin and clopidogrel. Later, double antiplatelet therapy (asa + clopidogrel) was de-escalated to monotherapy with aspirin. On 16jun2022, speech therapy was performed. On the same day, follow up cct revealed consistent presentation of the right subarachnoid blood portions accentuated in the right frontal region, mildly pre-central and sylvic. No relevant secondary bleeding. On 16jun2022, duplex ultrasound of the vessels supplying the brain revealed mild macroangiopathy of the carotid arteries without hemodynamically relevant stenoses on both sides, stent of the right ica with normal flow. Vertebral and subclavian arteries on both sides with normal flows. Flow velocity of the mca increased trans cranially on the right. In addition, normal imaging of the left mca and bilateral pca and left aca. Unremarkable findings in the vertebrobasilar ultrasound. The cause of the sudden hemiparesis on the left was ischemia in the region of the right middle cerebral artery. The etiology is an arterio-arterial embolic event due to macroangiopathy with severe, now symptomatic ica stenosis on the right. On 17jun2022, repeat cct revealed increasing demarcation of an infarct in the striatum on the right due to the status post mechanical recanalization of an m1 occlusion, as well as minor regression and redistribution of the sah portions in the frontal and high cortical regions on the right. No secondary bleeding. On the same day, physiotherapy was performed. On 11oct2022, the patient visited the hospital for follow up. On the same day, neurological examination revealed alert, oriented on all sides, no meningism. Slight facial paresis on the left. On 11oct2022, neuro ultrasound revealed extracranial bilateral moderate to pronounced echo-rich plaque formation with a stent area with normal flow in the right ica without evidence of in-stent re-stenosis. On the left, no evidence of hemodynamically relevant stenoses. Transnuchal with generally lower flows, normal v4 segments and at up to 78 mm depth, unremarkable detection of basilar artery. Unremarkable mca, aca and pca on both sides trans temporally.

Manufacturer narrative:
D4, h4: updated

Manufacturer narrative:
B5: updated

Event description:
Option study. It was reported that an ischemic cerebral vascular accident occurred. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Post implant the patient continued on dabigatran. The patent was discharged. On 14jun2022, 578 days post index procedure, the patient was diagnosed with a stroke. The patient was not on warfarin or any antiplatelet agents at the time of stroke. The same day, the patient was hospitalized for further evaluation and treatment for the event. Computed tomography (CT) with contrast brain imaging was performed. The suspected cause of the stroke was ischemia in the supply area of the right middle cerebral artery in acute occlusion of the internal carotid artery and right carotid t-branch occlusion. An intervention was performed to treat the event. On 19jun2022, the event was resolved and on the same day the patient was discharged to home. It was further reported that the patient presented emergently with the complaint of facial paresis on the left, left sided weakness, severe hemiparesis pronounced in the left arm, dysarthria and multimodal neglect to the left. CT angiography revealed occlusion of the right middle cerebral artery in the m1 segment, the right carotid t-fork and an acute right ica occlusion. External systemic lysis therapy was administered with 90 mg rt-pa. Neurological examination revealed fully oriented, no meningism, no evidence of aphasia. Apraxia and multimodal neglect to the left was noted. On 15jun2022, CT scan revealed increasing infarct demarcation in the right caudate nucleus and partially in the lentiform nucleus. Partially hyperdense shift of individual sulci of the right cerebral convexity, accentuated frontally, less so also in pre-central and insular regions, in terms of subarachnoid bone marrow and blood components. No space-occupying intracranial hemorrhage. A local thrombectomy of the internal carotid artery and middle cerebral artery with emergency stenting of the left ica was performed to treat the event. Post intervention, the patient was noted with mild facial paresis on the left and hemi hypesthesia on the left. During this time, the patient was recommended for aspirin and clopidogrel. Later, double antiplatelet therapy (asa + clopidogrel) was de-escalated to monotherapy with aspirin. On 16jun2022, speech therapy was performed. On the same day, follow up cct revealed consistent presentation of the right subarachnoid blood portions accentuated in the right frontal region, mildly pre-central and sylvic. No relevant secondary bleeding. On 16jun2022, duplex ultrasound of the vessels supplying the brain revealed mild macroangiopathy of the carotid arteries without hemodynamically relevant stenoses on both sides, stent of the right ica with normal flow. Vertebral and subclavian arteries on both sides with normal flows. Flow velocity of the mca increased trans cranially on the right. In addition, normal imaging of the left mca and bilateral pca and left aca. Unremarkable findings in the vertebrobasilar ultrasound. The cause of the sudden hemiparesis on the left was ischemia in the region of the right middle cerebral artery. The etiology is an arterio-arterial embolic event due to macroangiopathy with severe, now symptomatic ica stenosis on the right. On 17jun2022, repeat cct revealed increasing demarcation of an infarct in the striatum on the right due to the status post mechanical recanalization of an m1 occlusion, as well as minor regression and redistribution of the sah portions in the frontal and high cortical regions on the right. No secondary bleeding. On the same day, physiotherapy was performed. On 11oct2022, the patient visited the hospital for follow up. On the same day, neurological examination revealed alert, oriented on all sides, no meningism. Slight facial paresis on the left. On 11oct2022, neuro ultrasound revealed extracranial bilateral moderate to pronounced echo-rich plaque formation with a stent area with normal flow in the right ica without evidence of in-stent re-stenosis. On the left, no evidence of hemodynamically relevant stenoses. Transnuchal with generally lower flows, normal v4 segments and at up to 78 mm depth, unremarkable detection of basilar artery. Unremarkable mca, aca and pca on both sides trans temporally. It was further reported that on 03nov2022, the event was considered resolved.

Event description:
Option study: it was reported that an ischemic cerebral vascular accident occurred. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Post implant the patient continued on dabigatran. The patent was discharged. On (B)(6) 2022, 578 days post index procedure, the patient was diagnosed with a stroke. The patient was not on warfarin or any antiplatelet agents at the time of stroke. The same day, the patient was hospitalized for further evaluation and treatment for the event. Computed tomography (CT) with contrast brain imaging was performed. The suspected cause of the stroke was ischemia in the supply area of the right middle cerebral artery in acute occlusion of the internal carotid artery and right carotid t-branch occlusion. An intervention was performed to treat the event. On (B)(6) 2022, the event was resolved and on the same day the patient was discharged to home. It was further reported that the patient presented emergently with the complaint of facial paresis on the left, left sided weakness, severe hemiparesis pronounced in the left arm, dysarthria and multimodal neglect to the left. CT angiography revealed occlusion of the right middle cerebral artery in the m1 segment, the right carotid t-fork and an acute right ica occlusion. External systemic lysis therapy was administered with 90 mg rt-pa. Neurological examination revealed fully oriented, no meningism, no evidence of aphasia. Apraxia and multimodal neglect to the left was noted. On (B)(6) 2022, CT scan revealed increasing infarct demarcation in the right caudate nucleus and partially in the lentiform nucleus. Partially hyperdense shift of individual sulci of the right cerebral convexity, accentuated frontally, less so also in pre-central and insular regions, in terms of subarachnoid bone marrow and blood components. No space-occupying intracranial hemorrhage. A local thrombectomy of the internal carotid artery and middle cerebral artery with emergency stenting of the left ica was performed to treat the event. Post intervention, the patient was noted with mild facial paresis on the left and hemi hypesthesia on the left. During this time, the patient was recommended for aspirin and clopidogrel. Later, double antiplatelet therapy (asa + clopidogrel) was de-escalated to monotherapy with aspirin. On (B)(6) 2022, speech therapy was performed. On the same day, follow up cct revealed consistent presentation of the right subarachnoid blood portions accentuated in the right frontal region, mildly pre-central and sylvic. No relevant secondary bleeding. On (B)(6) 2022, duplex ultrasound of the vessels supplying the brain revealed mild macroangiopathy of the carotid arteries without hemodynamically relevant stenoses on both sides, stent of the right ica with normal flow. Vertebral and subclavian arteries on both sides with normal flows. Flow velocity of the mca increased trans cranially on the right. In addition, normal imaging of the left mca and bilateral pca and left aca. Unremarkable findings in the vertebrobasilar ultrasound. The cause of the sudden hemiparesis on the left was ischemia in the region of the right middle cerebral artery. The etiology is an arterio-arterial embolic event due to macroangiopathy with severe, now symptomatic ica stenosis on the right. On (B)(6) 2022, repeat cct revealed increasing demarcation of an infarct in the striatum on the right due to the status post mechanical recanalization of an m1 occlusion, as well as minor regression and redistribution of the sah portions in the frontal and high cortical regions on the right. No secondary bleeding. On the same day, physiotherapy was performed. On (B)(6) 2022, the patient visited the hospital for follow up. On the same day, neurological examination revealed alert, oriented on all sides, no meningism. Slight facial paresis on the left. On (B)(6) 2022, neuro ultrasound revealed extracranial bilateral moderate to pronounced echo-rich plaque formation with a stent area with normal flow in the right ica without evidence of in-stent re-stenosis. On the left, no evidence of hemodynamically relevant stenoses. Transnuchal with generally lower flows, normal v4 segments and at up to 78 mm depth, unremarkable detection of basilar artery. Unremarkable mca, aca and pca on both sides trans temporally. It was further reported that on (B)(6) 2022, the event was considered resolved. It was further reported that on (B)(6) 2022, oral medication change/adjustment was done to treat the event. It was further reported that upon arrival in emergency department, the patient had a tendency to fall towards the left, facial nerve palsy on the left, hemiparesis on the left as well as dysarthria and somnolence were noted. The patient was suspected for right cerebral ischemia and CT scan was recommended for further evaluation. On (B)(6) 2022, CT of the head, without contrast revealed no intracranial hemorrhage or definable zones of ischemia, moderate microangiopathic leukoencephalopathy and severe macroangiopathy and moderate involutional brain changes were noted. Ica occlusion on the right with t bifurcation occlusion and m1 and a1 occlusion on the right, moderate to severe ostial stenosis of the ica on the left. After neurological consultation, external systemic lysis therapy was administered with 90 mg rt-pa and the patient was transferred to neurology department. Neurology consultation recommended thrombectomy to treat the event.

Manufacturer narrative:
B5: updated

Event description:
Option study . It was reported that an ischemic cerebral vascular accident occurred. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 18mm. Post implant the patient continued on dabigatran. The patent was discharged. On (B)(6) 2022 578 days post index procedure, the patient was diagnosed with a stroke. The patient was not on warfarin or any antiplatelet agents at the time of stroke. The same day, the patient was hospitalized for further evaluation and treatment for the event. Computed tomography (CT) with contrast brain imaging was performed. The suspected cause of the stroke was ischemia in the supply area of the right middle cerebral artery in acute occlusion of the internal carotid artery and right carotid t-branch occlusion. An intervention was performed to treat the event. On 19jun2022, the event was resolved and on the same day the patient was discharged to home. It was further reported that the patient presented emergently with the complaint of facial paresis on the left, left sided weakness, severe hemiparesis pronounced in the left arm, dysarthria and multimodal neglect to the left. CT angiography revealed occlusion of the right middle cerebral artery in the m1 segment, the right carotid t-fork and an acute right ica occlusion. External systemic lysis therapy was administered with 90 mg rt-pa. Neurological examination revealed fully oriented, no meningism, no evidence of aphasia. Apraxia and multimodal neglect to the left was noted. On (B)(6) 2022, CT scan revealed increasing infarct demarcation in the right caudate nucleus and partially in the lentiform nucleus. Partially hyperdense shift of individual sulci of the right cerebral convexity, accentuated frontally, less so also in pre-central and insular regions, in terms of subarachnoid bone marrow and blood components. No space-occupying intracranial hemorrhage. A local thrombectomy of the internal carotid artery and middle cerebral artery with emergency stenting of the left ica was performed to treat the event. Post intervention, the patient was noted with mild facial paresis on the left and hemi hypesthesia on the left. During this time, the patient was recommended for aspirin and clopidogrel. Later, double antiplatelet therapy (asa + clopidogrel) was de-escalated to monotherapy with aspirin. On (B)(6) 2022 speech therapy was performed. On the same day, follow up cct revealed consistent presentation of the right subarachnoid blood portions accentuated in the right frontal region, mildly pre-central and sylvic. No relevant secondary bleeding. On (B)(6) 2022 duplex ultrasound of the vessels supplying the brain revealed mild macroangiopathy of the carotid arteries without hemodynamically relevant stenoses on both sides, stent of the right ica with normal flow. Vertebral and subclavian arteries on both sides with normal flows. Flow velocity of the mca increased trans cranially on the right. In addition, normal imaging of the left mca and bilateral pca and left aca. Unremarkable findings in the vertebrobasilar ultrasound. The cause of the sudden hemiparesis on the left was ischemia in the region of the right middle cerebral artery. The etiology is an arterio-arterial embolic event due to macroangiopathy with severe, now symptomatic ica stenosis on the right. On (B)(6) 2022 repeat cct revealed increasing demarcation of an infarct in the striatum on the right due to the status post mechanical recanalization of an m1 occlusion, as well as minor regression and redistribution of the sah portions in the frontal and high cortical regions on the right. No secondary bleeding. On the same day, physiotherapy was performed. On (B)(6) 2022 the patient visited the hospital for follow up. On the same day, neurological examination revealed alert, oriented on all sides, no meningism. Slight facial paresis on the left. On (B)(6) 2022 neuro ultrasound revealed extracranial bilateral moderate to pronounced echo-rich plaque formation with a stent area with normal flow in the right ica without evidence of in-stent re-stenosis. On the left, no evidence of hemodynamically relevant stenoses. Transnuchal with generally lower flows, normal v4 segments and at up to 78 mm depth, unremarkable detection of basilar artery. Unremarkable mca, aca and pca on both sides trans temporally. It was further reported that on 03nov2022, the event was considered resolved. It was further reported that on 14jun2022, oral medication change/adjustment was done to treat the event.